Manufacturer narrative:
Tracking number: (B)(4). Mid 50¿s; average to smaller in body weight. (B)(6). (B)(4).

Event description:
According to the reporter, 24 to 48 hours after a right hemicolectomy the patient had a drop in hematocrit from 36 to 15 this required a blood transfusion of 6 units. There appeared to be staple line bleeding. There were no issues with the staple line at the time of surgery. No reinforcement material was used. The patient's last known status is reported as fine.